Event description:
Boston scientific crm received information that this pacemaker and dextrus leads system was explanted, due to an infection. The products were sent to pathology for testing. No adverse pt effects were reported. No additional information is available at this time. If additional information becomes available, this event will be updated.